Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical prostatectomy surgical procedure, the 6mm maryland bipolar forceps instrument was noted to have part broken off at the tip of the instrument black plastic . Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the missing material/damage occurred during the operation, not outside of a surgical procedure. There were no reports of fragments falling from the device while used within the patient, and no fragments were sighted in the patient. The instrument has been replaced immediately. The patient did not return to the hospital due to any post-surgical complications. There was a delay of approximately 5 minutes to the procedure. No patient data can be released.

Manufacturer narrative:
The single-port monopolar curved scissors instrument has been returned and evaluated by the failure analysis team. The instrument was found to have thermal damage on the molded insulator part of the grip tips. Electrical continuity test was performed and passed.

Event description:
Refer to h10/h11 for follow-up information.